Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 10 pm on (B)(6) 2019. She reported that she manages her diabetes using a combination of medication, including metformin 1000 mg twice per day, lantus insulin 60 units once per day and humalog insulin 5-20 units three times per day. The patient confirmed that she made no changes to her normal diabetes management regimen. The patient alleges 2 hours after the issue, she developed symptoms of ¿jittery, shaking, sweaty and sleepy¿, which she self-treated with consuming some ¿food and drink¿. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.